Event description:
It was reported that this right atrial (ra) lead was explanted six days after implant. This ra lead was successfully replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.